Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: hose was being used during procedure on (B)(6) 2011 and became loud. While reaming with drill bit, the connection blew up where it connected to the air drive. The reamer would not work so it was set aside. A minute later, the hose had blown up for a moment and the surgeon heard a loud noise. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not confirm that the inner hose was ruptured. There are indications of wear and tear occuring during long term use. As this device is 5 years old, the cause was determined to be normal wear and tear during normal use. Reviewing the manufacturing- and material document shows no deviation to the specification.